Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for ods syndrome off-label. Implant date of leads and implantable neurostimulator (ins) was back in 2012. It was reported that patient does not profit from the therapy. No sensation of stimulation. High impedances on almost all electrodes (only following connections are good: 0 & 1, 1 & 2, 1 & 3, 2 & 3, 4 & 5, 5 & 6, 6 & 7). No cause known. Changed therapy to: prog. 1: 1-2-3+ 35hz; prog. 2: 7-6+ 35hz with adequate sensory response. Two days after re-programming, patient describes that the therapy effect is better than over the last few weeks. Explant planned, not scheduled yet.

Manufacturer narrative:
Continuation of d10: product ID: 388928, lot#: unknown serial#, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 388928, serial/lot#: unknown, ubd: unknown, UDI#: unknown, d2/g4: please note that this device was used in an off-label manner, as it was implanted for ods syndrome. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.